Event description:
It was reported that device detachment occurred. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery with a vessel diameter of approximately 3.50 mm. After 3 ablations for 15 seconds at 180,000 rpm, the rotawire drive separated approximately 150 mm from the tip. The patient was transferred to another hospital and interventional radiology was performed in order to remove the device fragment. The intended procedure was not completed. There were no complications.

Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, the distal end and proximal section of the guidewire were kinked. During microscopic inspection, distal end returned detached from the rest of the guidewire and spring tip was bent. The total length of the guidewire was measured and found to be 129.50 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the overall length of the guidewire was between the specification established on the drawing. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the assigned cause code is adverse event related to patient condition since due to the observed detachment of the guidewire the procedure had to be cancelled, and an additional device was required in order to remove the detached portion of the wire from the patient, which it is likely that due to the severity of the patient conditions reported by the customer, the constriction created over the guidewire was severe, causing the reported impact codes. Additionally, the clinical event is anticipated in nature and severity.

Event description:
It was reported that device detachment occurred. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery with a vessel diameter of approximately 3.50 mm. After 3 ablations for 15 seconds at 180,000 rpm, the rotawire drive separated approximately 150 mm from the tip. The patient was transferred to another hospital and interventional radiology was performed in order to remove the device fragment. The intended procedure was not completed. There were no complications.